Manufacturer narrative:
The customer indicated the use of an approved cartridge and viscoelastic with an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgical technologist reported an intraocular lens (iol) that was explanted and exchanged due to overcorrection of astigmatism which resulted in blurry vision. Additional information was requested.